Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 36-year-old female patient who had essure (batch no: c03100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and cellulitis. Concomitant products included ascorbic acid; cobalt sulfate; copper sulfate; ergocalciferol; ferrous fumarate; magnesium sulfate; manganese sulfate; nicotinamide;potassium iodide; pyridoxine hydrochloride; retinol; riboflavin; thiamine hydrochloride; tocopherol; vitamin b12 nos; zinc gluconate (multivitamin (16) since on (B)(6) 2017, furosemide (lasix) since 2016, paracetamol (tylenol) from 2015 to 2017 and vitamin b12 nos (vitamin b 12) since on (B)(6) 2017. In 2014, the patient experienced ovarian cyst ("right ovarian cyst") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the ovarian cyst, dysmenorrhoea, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: trailing coils: left 3, right -2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. Bilateral tubal nonpatency status post essure implantation. Ultrasound pelvis: on (B)(6) 2017: appropriate position of pressure device bilaterally. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, right ovarian cyst". Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- "right ovarian cyst, dysmenorrhea (cramping), weight gain, hair loss". Reporter information, medical history, weight, height, concomitant drug, events outcome was added. Essure insertion and removal date was updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (batch no. C03100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and cellulitis. Concomitant products included ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)) since (B)(6) 2017, furosemide (lasix) since 2016, paracetamol (tylenol) from 2015 to 2017 and vitamin b12 nos (vitamin b 12) since (B)(6) 2017. In 2014, the patient experienced ovarian cyst ("right ovarian cyst") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the ovarian cyst, dysmenorrhoea, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: trailing coils: left 3 ,right -2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Bilateral tubal nonpatency status post essure implantation. Ultrasound pelvis - on (B)(6) 2017: appropriate position of pressure device bilaterally. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, right ovarian cyst". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.